Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope screen turns black and no video is displayed. The issue occurred at preparation for use for an undisclosed diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (company representative should be deselected from the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that no image was caused due to the damage of image sensor unit and charged coupled device unit. Additionally, during device evaluation, it was found that there was noise in the image which is caused due to damage of the board in video connector. The instructions for use states the detection methods associated with the event in IFU: ltf-190-10-3d operation manual chapter 3 preparation and inspection 3.6 inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.